Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 3.2 was failed. The customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.2 was failed. A field service engineer verified drawer 3.2 was not detected. Found retractor band disconnected from printed circuit board assembly. Replaced band, rebooted, tested in hardware test application. Customer inventoried drawer confirmed proper operation, no further issues reported. The system functioned as intended after the field service engineer repaired the device.